Event description:
The facility representative reported a flogard infusion pump with a "door open" alarm. It is unknown when this condition occurred in the emergency room. This condition had the potential to interrupt delivery. It is unknown if there was anypatient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed. Service determined that the cause was due to wear and tear of the pump head door hinge. The door was replaced to resolve the issue.